Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint indicates a patient did not close the clamp on their transfer set after completing therapy. This complaint did not involve any allegation of product malfunction. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that when he disconnected himself in the morning, completing therapy, he forgot to close the transfer set and some of the solution leaked out. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the home patient's nurse, the nurse stated that she was not aware of this report, but one of the other nurses may have been made aware. The nurse stated that the patient has been doing fine. There was no patient injury or medical intervention associated with this report.